Event description:
It was reported that following the implant procedure the patient developed a hemothorax, pneumothorax, and a left pleural effusion. Chest x-ray demonstrated a hematoma at the lung apex which was possibly infected. The patient required one external shock for ventricular tachycardia (vt), a blood transfusion, intravenous (IV) medication, and percutaneous aspiration of the hemothorax. The vt therapy by atp and vt monitoring were reprogrammed and the device and lead remain in use. The patient is enrolled in the panorama 2 clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).